Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with abc self-locking cervical screw. It was reported that this is a case of disassembly (damage) of the screw petal during placement. This case is a re-operation case of four abc screws. One of the four screws showed the locking pin inside the screw protruding outward from the screw head. All four screws were found to have petal breakage, with 13 petals detached from the screws. Eleven out of thirteen were removed from the body. However, the remaining two could not be found even after confirming with x-ray. These two were left in the body at the discretion of the doctor. A revision surgery was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00199 (400472911 fj932t). 9610612-2020-00200 (400472912 fj750t).

Manufacturer narrative:
D section - updated product number. Manufacturing site evaluation: investigation still on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
New information: - additional cc was created 400474649 ae-qas-sp40 ( 9610612-2020-00216). Associated medwatch-reports: 9610612-2020-00199 (400472911 fj932t). 9610612-2020-00200 (400472912 fj750t).

Manufacturer narrative:
Associated medwatch report: 9610612-2020-00199 (400472911 fj932t) 9610612-2020-00200 (400472912 fj750t) 9610612-2020-00216 (400474649 fj932t). In similar cases like that, the root cause is that the screws were not applied / tightened proper. But incorrectly inserted screws usually don't work for ten years and more. On the other hand the scuff marks in the slot holes of the plate are a sure hint for laterally shifted positioning of screws. The wear marks on the defective screws / petals and the ends of the slot holes a; b and d are clear hints for relative movement between screw and plate, which is normal to a certain extent in a semi-rigid system. The petals are not abraded like in other similar cases, the fracture surfaces exhibit the clear signs of a fatigue fracture. So we finally come to the assumption, that the root cause for this problem is a combination between a usage error maybe in combination with patient behaviour. In the period of review, this is the only case with such an error pattern and the only complaint with the known screw lot. For this reason we exclude a material defect or a manufacturing error. Due to the current deviation of the problem is most probably usage and patient related.